Event description:
It was reported that post implant, the lead exhibited less than 200 ohms impedance. The pocket was reopened, and it was noted that the lead appeared to have an inner coil crush/fracture. The lead was subsequently replaced.

Manufacturer narrative:
No medwatch form was received.